Event description:
It was reported that this ra lead also exhibited spikes in pacing impedances and was oversensing the minute ventilation (mv) signal. The patient was programmed vvi. Technical service (ts) recommended performing fluoroscopy of the pocket and clavicular region to look for clavicular crush. The atrial sensing was also programmed off. The physician elected to continue to monitor the patient/system. This ra lead remains in service. The facility was (B)(6) in (B)(6) . No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).